Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, malfunction. A true lock was used. The patient had an impending erosion, therefore the surgeon decided to remove one cylinder and use a tru lock plug to secure the tubing of the cylinder that was removed. The other cylinder, pump and reservoir remain in situ. No other adverse patient effects were reported.

Event description:
Additional information received on 3/5/2024 indicates the following: changed due to previous distal perforation with perforation side cylinder being removed to allow healing of tissue before replacing.

Manufacturer narrative:
Visual examination of the returned cylinder revealed no abnormalities that would have contributed to the report of erosion. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. H6 codes updated from a040503 material erosion & e2403 no clinical signs, symptoms or conditions to a26 insufficient information & e2006 erosion.